Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt.

Event description:
It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. The physician used the guidewire to push the coil into the aneurysm, but it went into the aca. No pt injury reported.